Event description:
The time of event is not during procedure. There was no report of patient harm. Iris diaphragm failure.

Manufacturer narrative:
G4: this device is classified as import for export, therefore 510k is not applicable. Model: epk-3000-us is available in the USA with a 510k number: k172156. D4 UDI: "not distributed in USA", because products are not distributed in USA products, but similar device product are listed in USA. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the iris diaphragm as defective. Based on the result, we concluded that it was caused due to the excessive shock applied on the iris diaphragm. In addition, our technician confirmed that the pcb for process malfunction, and the scope connector mechanical unit hard to move; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. This defect occurred not during procedure. Based on the technical report "hr-rpt-0973 (temperature rise)" and/or the risk analysis results, it was evaluated to submit MDR.